Event description:
A customer reported experiencing a cartridge alarm issue with their pump on several consecutive days. There was no reported adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer was advised to use multiple daily injections as a backup therapy, and tandem technical support sent a replacement pump with updated software. The customer was informed of the necessary steps to handle the pump replacement and instructed to return the problematic pump using the provided return box and pre-paid label.